Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061010) in united states on 18-apr-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. Consumer need a hysterectomy on an unspecified date. Concomitant drugs includes ibuprofen and one a day women's vitamins. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and would need a hysterectomy. This event is serious due to medical importance and listed in reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, hysterectomy may be required. Although, in this particular case the procedure's indication had not been provided, considering event's nature, causality with essure use cannot be excluded and therefore this case is regarded as incident. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up received on 26-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow-up information received on 13-jun-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and would need a hysterectomy. This event is serious due to medical importance and listed in reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, hysterectomy may be required. Although, in this particular case the procedure's indication had not been provided, considering event's nature, causality with essure use cannot be excluded and therefore this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.